Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had cracked in between the distal threads. The part and batch numbers were confirmed. A visual inspection revealed that the device was returned with a tip protector in place. There was a significant crack in the anchor from the middle to the eyelet between the threads. The distal tip was slightly bent. The anchor had not been deployed from the device and did not contain significant debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use or off-axis insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the twinfix ultra pk screw was screwed into one third when it slipped and broke. The insertion site was prepared with a 3.8 mm tap. The procedure was completed with a smith and nephew back up device in the original insertion site. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.